Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height computerized unit-based inventory exchange drawer 4.1 was not detected on the bus. A field service engineer arrived onsite, confirmed no active failures were present, verified the station had been rebooted prior to arrival which resolved the reported issue, visually inspected pyxis bus cabling for drawer 4.1 with no visible damage or loose connections observed. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 had multiple cubies/drawer failures. Multiple recovery attempts were made without success. The screen did not populate during recovery attempts; although the drawer opened, the screen remained unchanged, requiring the user to sign out of pyxis before attempting further actions. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.